Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male pt via non-zoll electrode pads, the device displayed a "defib pad short" message. Complainant indicated that, the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however, it was not related to the reported malfunction.